Manufacturer narrative:
Product analysis: analysis noted that the output connectors were cracked, there were missing and damaged decorative elastomers in the lower case, the wires from the internal assembly were not connected to the white connector and were positioned incorrectly, there were missing screws in the lower cases, and the epg failed incoming tests. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.